Event description:
The account reported the multifocal intraocular lens was removed and replaced 3 1/2 months after the initial implant date. Reason stated was the patient's hyperopia and dysphotopsia.

Manufacturer narrative:
Lens met all manufacturing specifications prior to release. Lens was replaced with the same model lens, higher diopter. No patient injury. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
A manufacturing record review was performed and met specifications. Visual inspection of the optic took place and no optical deviations were found. A review of complaint records revealed that no similar complaints from this order number were received. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.